Event description:
It was reported that during remote follow-up, patient presented with undersensing on the right atrial (ra) channel on their pacemaker. No intervention was reported. There were no patient consequences.